Manufacturer narrative:
Investigation summary: it was reported that the strains would not grow sufficiently. Complaint history review: the complaints trends were reviewed for a period covering 12 months. There were no confirmed complaints received during that period on this product. Therefore, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: no picture sample was provided for further evaluation. An analysis of growth promotion for the media was performed on retention samples for batch 2116942. The performance tests on retention samples of the above mentioned batch resulted in excellent growth of the following strains: - staphylococcus aureus mrsa atcc 33592, incubation time 20-22 hours at 35-37°c in aerob atmosphere. - staphylococcus aureus mrsa atcc 43300 incubation time 20-22 hours at 35-37°c in aerob atmosphere. The following strains were inhibited with success during an incubation time of 20-22 hours at 35-37°c in aerob atmosphere: - staphylococcus aureus mssa atcc 25923. - staphylococcus aureus mssa atcc 29213. - staphylococcus aureus mssa atcc 43387. No deviation could be detected on the retention samples. Evaluation results and investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc performance test. Based on the evaluation of the report and based on the qc test results, the complaint was not confirmed. A corrective and preventive action will not be implemented as a trend could not be identified.

Event description:
It was reported while using plate bbl chromagar mrsa ii 90mm 20 ea that false positive results were obtained. Confirmatory testing was performed and no erroneous results were reported. The following information was provided by the initial reporter: "staph aureus show similar color change as mrsa. Customer has detected colonies of staph aureus (mssa) with the same color as mrsa. This lead to false results."